Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded ventricular under sensing, and it was observed during ventricular fibrillation (vf) episode. Also, atrial beats were blanked during ventricular episode. The patient lost consciousness and was found in this state. Additional information was received from the field mentioning that the patient is wearing a life vest due to the vf that is being experienced. There is evidence suggesting that the life vest might be causing over sensing in the pacemaker. Various programming options were discussed around sensitivity. The pacemaker remains in service and an angiogram wl be performed in the future for this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded ventricular under sensing, and it was observed during ventricular fibrillation (vf) episode. Also, atrial beats were blanked during ventricular episode. The patient lost consciousness and was found in this state. The pacemaker remains in service. No additional adverse patient effects were reported.